Manufacturer narrative:
H6 ) customer provided additional information that there was no patient involved with the reported event.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis visual inspection performed, and product found to be in a fair condition with housing damage and bleeding lcd. Investigation unable to access biomed. According to the investigation, the moment the device was powered up, the device started double beeping. Investigator replaced the pump downstream sensor and bleeding lcd to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous beeping and had a bad lcd. No adverse effects were reported.